Event description:
A surgeon reported that one of the three valve trocar cannulas leaked fluid after the instrument was removed, during a procedure. A plug was used to seal the cannula in order to proceed with surgery. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).